Event description:
Indications: hurler's syndrome; mucopolysaccharidosis, type ii; hemophagocytic lymphohistiocytosis. Spontaneous call from nurse, who reported that the new pump was malfunctioning, so they had to use the old one and they will send the new defective pump back tomorrow. No missed doses or side effects reported as a result. Lot number not provided. No further information. Reported to (B)(6) by health professional.